Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the squirts insulin during priming. The customer¿s blood glucose level was unknown. The customer stated that the a code alarm in the history. The customer also stated that the insulin pump had shut off 4 times in the last month. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No unexpected rewind anomalies noted. Device primed properly. No unexpected error message noted. No unexpected battery out limited alarm anomalies noted. (B)(4).